Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using bd pyxis¿ medbank tower, drawers 09 and 10 were not populating. An attempt was made to issue an item, but the drawer did not open. The customer stated that they were unable to access/issue the medication. There were no adverse events or injuries reported based on this event.